Manufacturer narrative:
We are in the process of evaluating this device. When our investigation has been completed a follow-up report will be submitted. Date report submitted to FDA by manufacturer: 02/03/2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2011.

Event description:
It was reported the irrigation tubing broke at the handle.